Event description:
A healthcare professional from medline reported to baxter (B)(4) of an uromatic set that was found with particles inside the packaging. According to the reporter, the particles are due to incorrect cutting of the packaging. This condition was discovered before usage. Pictures are available of the defective product. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: upon further investigation, it was determined that the reported condition could not cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.